Event description:
It was reported that after the low anterior resection procedure, leakage occurred after 1 week post operatively. Reoperation was done to close tissue. During original operation staple formation and doughnut was ok. (Leakage test info not available). Only staples were present on the posterior side, all the staples were found. The anterior wall had to be closed. The pt has been fine without any major complications.